Manufacturer narrative:
The reported complaint was not confirmed.

Manufacturer narrative:
(B)(4). The field service representative (fsr) tested this yellow alert sensor and red alarm level sensor (serial number (B)(4)) on another system-1 on (B)(6) 2015, and found both were working properly. The fsr was not able to get the level sensor log because the system base used during the complaint was not available (set-up for emergency and covered). The fsr will be working at user facility in the upcoming weeks while performing other preventive maintenance (pms) and will try to get the logs and send them in for further evaluation. As of right now, there is "no trouble found¿.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, one of the level sensors was giving a "disconnected" alert message and they could not figure out which one. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.